Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user stated that while she was pulling up next to the kitchen sink on the right side, end user stated the chair suddenly accelerated resulting in her last three fingers on her right hand that were hanging off where the joystick is located being smashed in between the cabinet and the arm of the chair. End user states she has had arthritis since she was (B)(6) and the incident caused her to be sore for 2-3 days. End user states her right hand is a little more crippled than her left hand.